Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.

Event description:
Received info stating tat the customer received a cartridge alarm 6 during basal delivery. Reportedly, the customer went swimming in the pool. Customer's blood glucose level was not impacted.